Event description:
It was reported that a 6f angio-seal evolution was selected for use. The patient was discharged three days later. The patient was re-admitted with abdominal discomfort, urinary symptoms, and fevers. A CT of the abdomen and pelvis showed a soft tissue density compatible with blood products from the right groin to the anterior bladder. The patient was initially given levaquin and flagyl for a possible infected hematoma. He was also started on flomax for his urinary issues. The physicians stated that the hematoma was probably not infected, but the fever was probably just secondary to the blood breakdown. An ultrasound was taken of the right groin, which showed no evidence of a pseudoaneurysm or av fistula and normal flow in the leg arteries. Although the initial urinary analysis (ua) appeared mostly benign, a follow up urine culture showed enterococcus, which was found susceptible to levaquin. Eight days later, the patient's condition improved and there were no further fevers. The patient was discharged with antibiotics.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the infection is uncertain. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.